Event description:
It was reported that the catheter was placed and they were unable to obtain cardiac output. As a result, both catheter and thermodilution bag were removed and replaced. Reference MDR# 2242445-2011-00202 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.